Event description:
An inquiry was received from ecri regarding information they obtained in conversation with hospital during a customer visit. According to this information the hospital had experienced a problem while using the ventilator together with a jet ventilator in (B)(6) july 2019. The information stated that following a software update in 2018 the ventilator could not maintain the set oxygen concentration claiming that after about 20 minutes in use the oxygen concentration drifts down significantly and also trigger alarms. There was no patient harm was reported. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The reported tandem use of a high frequency jet ventilator, hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. For getinge ventilators the leakage compensation is designed to handle leakage (e.g., gas that escapes the patient circuit). If gas is added to the circuit by a device other than the ventilator, making the expiratory volumes larger than the inspiratory volumes when leakage compensation is turned on, it may cause inaccuracy in the gas delivery, including delivery of o2 concentrations outside of specification. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. H3 other text: 4117.